Event description:
A home patient (hp) contacted global technical services regarding accidently disconnecting themselves that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) had the hp end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The product code is unknown therefor the 510k number is unknown. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed due to the patient reported that she accidently disconnected herself. The cause of the use error is undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.